Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the customer was advised to follow the checkout and testing procedures outlined in the service manual to see if the issue reoccurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical that the revel ventilator is having a peep inaccuracy. Furthermore, there was no patient reported.